Event description:
Dr reported that catheter broke inside of pt. The product was in for 4 weeks. Pt reported that product fell out. Product was not retained. Pt went back to dr's office, dr tried several procedures to find "piece" of catheter. She then irrigated the area and the piece floated to the top and was removed. She said the piece was about 5mm long. The piece was not retained. Three products are to be sent in for eval. Dr is not sure which lot the actual product was, but only had three left in stock.